Manufacturer narrative:
(B)(4). Batch # n91x28. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. In addition, the device did not lockout as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the ratchet pawl was found to be damaged causing the lockout failure. It is possible this condition was caused by attempting to open the handle when it was not fully closed or by stopping the firing sequence and pulling the handle open. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained. Did device fire an unformed clip onto vessel or did device not fire a clip at all onto vessel? Device fired an unformed clip onto vessel.

Event description:
It was reported that during an unknown procedure, the clip could not apply to the vessel. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.